Manufacturer narrative:
Literature summary: the 1/5 post-op seizure controlled by medication; 0/5 neurological deficits, the 1/5 increase in edema (trapped lateral ventricle).

Event description:
It was reported that following an ablation procedure the multiple patients experienced edema and seizures. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.